Event description:
Complainant alleged that during a routine shift check by a clinician the device was unable to adjust pacer current. Complainant indicated that there was no patient in the reported malfunction.